Event description:
Revision surgery - due to joint instability.

Manufacturer narrative:
The reason for this revision surgery was to address instability after 1.8 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 38th complaint for this product: one due to dissociation, one was malposition, six for stability/poor joint issues, six due to trauma, eight due to infection, one due to wear/excessive wear, 12 due to dislocation, one revision, one broken/cracked/damaged device, and one for a missing component. This is the first complaint for this lot number. The root cause for the instability cannot be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.